Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ("perforation (puncturing) fallopian tubes"), uterine perforation ("perforation (puncturing) of the uterus"). And device dislocation ("migration / right coil was difficult to put in place"). In a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity. Concomitant products included: intrauterine contraceptive device (iud nos), and oxycodone hydrochloride, paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On 2010, the patient experienced, fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychiatric disorder/psych injury, depression"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower abdominal pain"), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), menorrhagia (menorrhagia ("heavy menstrual bleeding")), fatigue ("fatigue"), migraine ("migraine / migraines / headaches"). And nervous system disorder ("neurological condit/problems"). And was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (fallopian tube removal), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain lower, depression, fatigue, migraine, weight decreased, nervous system disorder and weight increased outcome was unknown. And the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vomiting, weight decreased and weight increased to be related to essure. The reporter commented, per ppf: (B)(6) 2010, essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6) 2010, and removal date: (B)(6) 2011. She received, treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes, psych injury, fatigue, migraine, nausea, nuero condit/problems, weight loss. Discrepancy noted, on insertion date (B)(6) 2019 and removal date (B)(6) 2009. Essure confirmation test(s) conducted, specify,yes. (As written, discrepancy noted) date: (B)(6) 2010 result: bilateral occlusion. Current weight: 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, test: bilateral occlusion. Imaging procedure: on (B)(6) 2010, essure confirmation test (unspecified) conducted showed bilateral occlusion. Essure was in place right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: pt of the event was updated from psychiatric disorder nos to depression. New event: weight gain was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes/ right coil was difficult to put in place'), uterine perforation ('perforation (puncturing) of the uterus') and device dislocation ('migration / right coil was difficult to put in place') in a 26-year-old female patient who had essure (batch no. 681140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and anxiety. Concomitant products included intrauterine contraceptive device (iud nos) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychiatric disorder/psych injury?depression"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine / migraines / headaches") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (fallopian tube removal), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain lower, depression, fatigue, migraine, weight decreased, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: per ppf: (B)(6) 2010 - essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6) 2010, and removal date: (B)(6) 2011. She received treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes, psych injury, fatigue, migraine, nausea, nuero condit/problems, weight loss. Discrepancy noted in insertion date-(B)(6) 2019 and removal date-(B)(6) 2009. Essure confirmation test(s) conducted, specify- yes, (as written, discrepancy noted) date: (B)(6) 2010 result: bilateral occlusion current weight 195 lbs. Essure insertion and removal date provided in pif : 01jan2009 and 01jan2011 respectively. Patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test: bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Essure was in place right.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes/ right coil was difficult to put in place'), uterine perforation ('perforation (puncturing) of the uterus') and device dislocation ('migration / right coil was difficult to put in place') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included intrauterine contraceptive device (iud nos) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychiatric disorder/psych injury?depression"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine / migraines / headaches") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (fallopian tube removal), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain lower, depression, fatigue, migraine, weight decreased, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: per ppf: 27jul2010 - essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6) 2010, and removal date: (B)(6) 2011. She received treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes, psych injury, fatigue, migraine, nausea, nuero condit/problems, weight loss. Discrepancy noted in insertion date- (B)(6) 2019 and removal date (B)(6) 2009. Essure confirmation test(s) conducted, specify- yes, (as written, discrepancy noted) date: 01jan2010, result: bilateral occlusion, current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test: bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Essure was in place right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). 8th&9th follow up process together. On 6-feb-2020: plaintiff fact sheet received : new reporter information was added. 8th&9th follow up process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes/ right coil was difficult to put in place'), uterine perforation ('perforation (puncturing) of the uterus') and device dislocation ('migration / right coil was difficult to put in place') in a 26-year-old female patient who had essure (batch no. 681140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and anxiety. Concomitant products included intrauterine contraceptive device (iud nos) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychiatric disorder/psych injury?depression"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine / migraines / headaches") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (fallopian tube removal), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain lower, depression, fatigue, migraine, weight decreased, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: per ppf: (B)(6)2010 - essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6)2010, and removal date: (B)(6)2011. She received treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes, psych injury, fatigue, migraine, nausea, nuero condit/problems, weight loss. Discrepancy noted in insertion date-(B)(6)2019 and removal date-(B)(6)2009. Essure confirmation test(s) conducted, specify- yes, (as written, discrepancy noted) date: (B)(6)2010. Result: bilateral occlusion. Current weight 195 lbs. Essure insertion and removal date provided in pif : (B)(6)2009 and (B)(6)2011 respectively. Patient need hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: test: bilateral occlusion. Imaging procedure - on (B)(6)2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Essure was in place right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received : reporter added, lot number added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes'), uterine perforation ('perforation (puncturing) of the uterus'), device dislocation ('migration / right coil was difficult to put in place') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included intrauterine contraceptive device (iud nos) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), mental disorder ("psychiatric disorder/psych injury"), fatigue ("fatigue"), migraine ("migraine / migraines / headaches") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (fallopian tube removal), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain lower, mental disorder, fatigue, migraine, weight decreased and nervous system disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vomiting and weight decreased to be related to essure. The reporter commented: per ppf: (B)(6)2010 - essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6)2010, and removal date: (B)(6)2011. She received treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes, psych injury, fatigue, migraine, nausea, nuero condit/problems, weight loss. Discrepancy noted in insertion date-(B)(6)2019 and removal date-(B)(6)2009. Essure confirmation test(s) conducted, specify- yes, (as written, discrepancy noted) date: (B)(6)2010. Result: bilateral occlusion. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: test: bilateral occlusion.. Imaging procedure - on (B)(6)2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Essure was in place right.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received : events added from pfs- vomiting, right lower abdominal pain. Event of migraine updated to migraines / headaches. Reporter information, medical history, concomitant drug, events onset date, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes'), uterine perforation ('perforation (puncturing) of the uterus'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), mental disorder ("psychiatric disorder/psych injury"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (fallopian tube removal)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, mental disorder, fatigue, migraine, nausea, weight decreased and nervous system disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation and weight decreased to be related to essure. The reporter commented: per ppf: (B)(6) 2010 - essure confirmation test: bilateral occlusion (discrepancy). Essure insertion date: (B)(6) 2010, and removal date: (B)(6) 2011. She received treatment for pelvic pain/abdominal pain, perforation (puncturing) of the uterus or fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: test: bilateral occlusion.. Imaging procedure - on (B)(6) 2010: essure confirmation test showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events - ¿ migration, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding) were added. The outcome of the events ¿pelvic pain and abdominal pain was updated to recovered/resolved. Reporter and patient demographics was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (puncturing) fallopian tubes') and uterine perforation ('perforation (puncturing) of the uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), mental disorder ("psychiatric disorder"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological condit/problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (fallopian tube removal)). Essure was removed on (b)(5) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, mental disorder, fatigue, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, fatigue, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation and weight decreased to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, perforation (puncturing) of the uterus or fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: test: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: reporter and patient demographics, laboratory data were added. On 09-sep-2009, she implanted essure (previously reported as 2009). On 09-sep-2011, she explanted essure. Injury event was replaced with pelvic pain, abdominal pain, psychiatric disorder, fallopian tubes, fatigue, migraine, nausea, neurological condit/problems, weight loss, perforation (puncturing) of the uterus and perforation (puncturing) fallopian tubes. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.